Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
Atherectomy was performed with an orbital atherectomy device (oad) and viperwire guide wire in the right coronary artery (rca), which was 3.0mm diameter, 80-85% stenosed, and was not tortuous. The viperwire had been advanced into the posterior descending artery (pda) during treatment, which was 2.25mm in diameter. When the oad was removed following treatment, imaging was performed, and a perforation was noted in the pda. A two-minute balloon tamponade was performed and successfully resolved the perforation. The patient remained stable throughout the procedure and the physician was confident with the results.